Event description:
Complainant wanted to alert the agency to serious problems associated with a medical device. He reported the following: device is a piece of junk and labs are being suckered into purchasing by sales reps at a cost of $35,000-$28,000. Device frequently breaks down. Device frequently reports false negatives or false positives. Svc people are not trained properly, training involves a 20 min video tape. Firm does not follow gmp's. No 510k approval for device. Turn-over of employees is high, can't keep good people. Complainant provided two users who would confirm experiencing serious problems with the device.